Event description:
It was reported that the patient presented for an annual clinic device check. Oversensing noise with inhibition was noted on the right ventricular (rv) lead. The noise was reproducible with upper body movement. Programming changes were made. No future intervention is scheduled at this time. The patient was asymptomatic before, during, and after the clinic check.